Event description:
During the deployment of the vena cava filter, two of the filter legs crossed. An attempt was made to engage the legs utilizing a wire guide, but the attempt was unsuccessful. The physician then attempted to recapture the deployed filter, with the aid of a snare and introducer sheath. The filter was snared and recaptured. Filter was once again deployed into the vena cava with the filter legs crossed. The physician then decided to retrieve the filter. The filter was successfully removed and another vena cava filter was introduced and deployed successfully with all four struts expanding as designed.